Event description:
It was reported that during a cholecystectomy procedure, the trigger could not be opened when the device was used for half clipping. The trigger was opened by hands. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.